Manufacturer narrative:
Eval summary: initial communication with the user facility indicated that there were no problems with the generator. The electrosurgical generator worked well during the procedures. Requested to test the electrosurgical generator. User facility returned the electrosurgical generator that was involved in burn with a patient. Visual inspection showed upon receipt, the electrosurgical generator was not in working condition. One of the circuit boards was out of its' socket and the main fuse holder was broken. The bottom right side cover showed paint chips removed. Photographs were taken of the item before any repairs were made. The user facility was contacted prior to any repairs. The damage appeared to have occurred through mis-handling in transit. The electrosurgical generator was repaired, calibrated and function test performed. The patient plate receptacle was checked and found to be in working condition. Unit is functioning to specification. Cause of event: another device caused failure.

Event description:
Diagnostic laparoscopy procedure performed with unipolar electrocautery on patient. Burn on right shoulder discovered at 1605 when patient was dressing for discharge from the same day surgery. The adapter from the patient dispersive pad that connects to the patient plate adapter on the electrosurgical generator did not have a complete connection.